Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), hypersensitivity ("allergic reaction") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device.). At the time of the report, the pelvic pain, infection, hypersensitivity and menstrual disorder outcome was unknown. The reporter considered hypersensitivity, infection, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in a 48-year-old female patient who had essure (batch no. Right- 12530959 left-975386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included gravida I and parity 1. Concurrent conditions included menometrorrhagia, anemia, ovarian cyst, d & c, endometrial polyp and hypertension. Concomitant products included anovlar (loestrin), ferrous sulfate, nicotinam. W/pyridoxi. Hcl/ribofl./thiam. Hcl (b complex) and sertraline (zoloft). On an unknown date, the patient started acetaminophen at an unspecified dose and frequency. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6)2016, 4 years 2 months after insertion of essure, the patient experienced ovarian cyst ("other injury(ies) or complication (s) please describe:left ovarian cyst"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (underwent robotic-assisted laparoscopic hysterectomy, bilateral salpingo-oophorectomy.) And surgery (thermal balloon ablation of the endometrial lining). Essure was removed on 29-sep-2016. At the time of the report, the pelvic pain was resolving and the menorrhagia, genital haemorrhage, autoimmune disorder, cystitis, hypersensitivity, menstrual disorder, vaginal haemorrhage, urinary tract infection, vaginal infection, depression, anxiety and ovarian cyst outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, cystitis, depression, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discripancy noted in essure insertion date: (B)(6)2012 lot number: 12530959 manufacture date: 2012/05 expiration date: 2015/03 lot number: 975386 manufacture date: 2012/04 expiration date: 2015/04 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received, event added-left ovarian cyst, events onset date added, concomitant drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (batch no. Right- 12530959 left-975386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included gravida I and parity 1. Concurrent conditions included menometrorrhagia, anemia, ovarian cyst, d & c, endometrial polyp and hypertension. On an unknown date, the patient started acetaminophen at an unspecified dose and frequency. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (underwent robotic-assisted laparoscopic hysterectomy, bilateral salpingo-oophorectomy.) And surgery (thermal balloon ablation of the endometrial lining). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menorrhagia, genital haemorrhage, autoimmune disorder, cystitis, hypersensitivity, menstrual disorder, vaginal haemorrhage, urinary tract infection, vaginal infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, cystitis, depression, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discripancy noted in essure insertion date: (B)(6) 2013 & 19(B)(6) 2012. Most recent follow-up information incorporated above includes: on 27-jul-2018: pfs received. Added events depression and mental anguish. Added onset date of event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (batch no. Right- 12530959 left-975386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included gravida I and parity 1. Concurrent conditions included menometrorrhagia, anemia, ovarian cyst, d & c, endometrial polyp and hypertension. On an unknown date, the patient started acetaminophen at an unspecified dose and frequency. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (underwent robotic-assisted laparoscopic hysterectomy, bilateral salpingo-oophorectomy.) And surgery (thermal balloon ablation of the endometrial lining). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menorrhagia, genital haemorrhage, autoimmune disorder, cystitis, hypersensitivity, menstrual disorder, vaginal haemorrhage, urinary tract infection, vaginal infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, cystitis, depression, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discripancy noted in essure insertion date: (B)(6) 2013 & (B)(6) 2012. Lot number: 12530959, manufacture date: 2012/05 and expiration date: 2015/03. Lot number: 975386, manufacture date: 2012/04 and expiration date: 2015/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (batch no. Right- 12530959 left-975386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included menometrorrhagia, anemia and ovarian cyst. On an unknown date, the patient started acetaminophen at an unspecified dose and frequency. On (B)(6) 2012, the patient had essure inserted. In january 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In april 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (underwent robotic-assisted laparoscopic hysterectomy, bilateral salpingo-oophorectomy.) And surgery (thermal balloon ablation of the endometrial lining). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menorrhagia, genital haemorrhage, autoimmune disorder, cystitis, hypersensitivity, menstrual disorder, vaginal haemorrhage, urinary tract infection and vaginal infection outcome was unknown. The reporter considered autoimmune disorder, cystitis, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date: aug-2013 & (B)(6) 2012 most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet & medical record received. Events vaginal bleeding, menorrhagia, bladder infection, urinary tract infection, vaginal infection, autoimmune disorder, device monitoring procedure not performed are added. Lot number added. Lab data updated. Concomitant & historical drugs and conditions are added. ,product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and autoimmune disorder ('autoimmune disorder') in a 48-year-old female patient who had essure (batch no. Right- 12530959 left-975386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included gravida I and parity 1. Concurrent conditions included menometrorrhagia, anemia, ovarian cyst, d & c, endometrial polyp and hypertension. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin), ferrous sulfate, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and vitamin b complex (b complex). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced ovarian cyst ("other injury(ies) or complication (s) please describe:left ovarian cyst"), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (thermal balloon ablation of the endometrial lining and underwent robotic-assisted laparoscopic hysterectomy, bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, urinary tract infection and vaginal infection had resolved and the autoimmune disorder, cystitis, hypersensitivity, menstrual disorder, depression, anxiety and ovarian cyst outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, cystitis, depression, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discripancy noted in essure insertion date: (B)(6) 2013 & (B)(6) 2012. Patient received treatment for pain, bleeding. Lot number: 12530959 manufacture date: 2012/05 expiration date: 2015/03. Lot number: 975386 manufacture date: 2012/04 expiration date: 2015/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and autoimmune disorder ('autoimmune disorder') in a 48-year-old female patient who had essure (batch no. Right- 12530959 left-975386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included gravida I and parity 1. Concurrent conditions included menometrorrhagia, anemia, ovarian cyst, d & c, endometrial polyp, hypertension, bleeding intermenstrual, bleed in luteal cyst, endometriosis, pelvic mass, ovarian mass and diverticulitis. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin), ferrous sulfate, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and vitamin b complex (b complex). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced ovarian cyst ("other injury(ies) or complication (s) please describe:left ovarian cyst"), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery ((B)(6) 2013 ; thermal balloon ablation of the endometrial lining and underwent robotic-assisted laparoscopic hysterectomy, bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, urinary tract infection and vaginal infection had resolved and the autoimmune disorder, cystitis, hypersensitivity, menstrual disorder, depression, anxiety and ovarian cyst outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, cystitis, depression, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discripancy noted in essure insertion date: (B)(6) 2013 & (B)(6) 2012. Patient received treatment for pain, bleeding. 3 trailing coils were seen on the left and 3 in right. Lot number: 12530959, manufacture date: 2012/05, expiration date: 2015/03. Lot number: 975386, manufacture date: 2012/04, expiration date: 2015/04. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ovarian cysts, menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2021: mr received. Reporter information, medical history, auto narrative supplement and rcc were added.fu received.no new significant change made in medical context of case.case made significant due to imdrf hardcheck. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and autoimmune disorder ('autoimmune disorder') in a 48-year-old female patient who had essure (batch no. Right- 12530959 left-975386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included gravida I and parity 1. Concurrent conditions included menometrorrhagia, anemia, ovarian cyst, d & c, endometrial polyp and hypertension. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin), ferrous sulfate, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and vitamin b complex (b complex). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced ovarian cyst ("other injury(ies) or complication (s) please describe:left ovarian cyst"), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (thermal balloon ablation of the endometrial lining and underwent robotic-assisted laparoscopic hysterectomy, bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, urinary tract infection and vaginal infection had resolved and the autoimmune disorder, cystitis, hypersensitivity, menstrual disorder, depression, anxiety and ovarian cyst outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, cystitis, depression, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discripancy noted in essure insertion date: (B)(6) 2013 & (B)(6) 2012. Patient received treatment for pain, bleeding. Lot number: 12530959 manufacture date: 2012/05 expiration date: 2015/03. Lot number: 975386 manufacture date: 2012/04 expiration date: 2015/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of vaginal hemorrhage, pelvic pain, menorrhagia, genital hemorrhage, vaginal infection, uti were updated as recovered/resolved. Rcc note added.seriousness criteria for event genital hemorrhage updated to non serious. On 9-jan-2020: amendment: concomitant drug recoded. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.